Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device did not cause any tissue effect when activation was requested. They used another like device to complete the case with no patient consequences. The device is available for analysis.